Event description:
(B)(4). My period was a week late in (B)(6) 2011. I went to my dr out of concern. I wasn't pregnant. After that my lower stomach would feel sore off and on. In (B)(6) when I got my period the pain was so bad I had to take a pain pill and use a heating pad. This helped dull the pain enough for me to be able to move eventually. After that I would have bad pains like that during my period, my stomach would feel sore off and on. Back pain, weight gain (no matter what I tried to lose) irregular periods and I would have more migraines then usual.